Manufacturer narrative:
The issue was determined to be caused by a code error. The range flag for numeric results were incorrectly overwritten.

Event description:
It was reported that low reference range flags were not reported as expected in hl7 messages. This issue was discovered in the customer's test environment.